Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for failed back surgery syndrome leg/back and spinal pain indications. The reason for call was pt was back to work the first time after being implanted. When pt was at work today pt experienced stimulation turn off all of a sudden and then it turned back on and stim was very strong where pt felt it in their knees and it would knock pt down. Pt had to hold on to the rails until pt went on break. It was doing it during the day: stim turned off and would come back on, off and on-5-6 times and stim was coming on strong where their knees almost buckled. It did it at least for 30 min. Pt tried to lower stimulation but the controller kept saying 'settings not available'. It would not let the pt do anything. The controller froze. Pt said they were pressing both arrows on the button. Reviewed to first press ok on the bottom of t he screen and then press the down arrow. Pt said it scarred them because they did not know what was going on. Pt called their healthcare provider (hcp) and talked to the manufacturer representative (rep) who told pt to reset the controller. After the reset the con troller was working again and pt no longer experienced stim going off and on. Pt called to ask why the above happened and what to do if it occurs again. Patient services (pss) asked if there was emi. Pt said they worked for the government usda and stationed at a big meat packing plant which has a lot of machinery, a lot of metal everywhere, a lot of scales that are probably magnetic, a lot of wiring. Pt also mentioned they sometimes use a knife which has a metal and rubber handle or uses steel where pt sharpens the knife. Pt said they have this with them all the time. Pt never had a problem with stimulation at home and only noticed it today at work. Pt said they stand on their feet all day for like 8 hours. Sometimes pt moves around and sometimes has to stand in one spot for a long time. Ins is implanted in the back. Pss reviewed to keep monitoring to see if it only happens at work and in what environment/what emi around them when it happens. Pss recommended to keep distance from potential sources of emi, do not drape any cords around their body, reviewed pt can try turning ins off when around emi. Pt was redirected to hcp.  Rep called, and had patient online. Patient reported the same occurrence when they went back to work. Rep reports patient had seen settings not available and felt shocking sensation. Patient reports stimulation was on/off 4-5 times. Rep reports patient has experienced the issue 2-3 times every day only at work, does not feel that at home. Rep reports adaptive stim is on but had turned off this morning. Rep reports this has not made a difference at work. Caller reports interrogation of the ins are fine, including impedance.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745nt; serial# (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that they met with the patient together with their pain management physician on (B)(6), during which rep reprogrammed the patient, once again avoiding the electrodes that showed intermittent impedances. Pt was still not experiencing any pain relief per communication with him this evening. Rep's partner will meet with pt sometime next week. Rep have provided their partner with the complete history and programming that has been tried up to this point. Rep will follow up with the results of that programming session as soon as they receive feedback from the patient.

Event description:
Additional information received from the manufacturer representative reported that the cause of the issue had not been determined. It was noted that the interrogation on jan-27 had different impedances from the interrogation on jan-25 and now also had a connection error on electrode 5. Reprogramming was done around electrode 7 and the patient was told to see how the system did over the weekend. The issue had not been resolved. Further information reported that the patient was still getting the settings not available message with group b and c while group a worked but did not provide relief. Electrode 7 was 40000 ohms on jan-27, the next time it was 27900 ohms, then on 3-feb electrode 5 failed the connectivity test but when running the impedance test all electrode impedances were fine. The groups using electrodes 7 and 5 were having the out of range issue while the group that did not use those contacts didn¿t provide therapy for the low back.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 97745nt, lot#serial#: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the shocking, settings not available and stimulation turning on/off were resolved after reprogramming the patient on (B)(6) 2023 and avoiding electrode 7 that had intermittent impedance issues. It was reported that a manufacturer representative (rep) met with the patient on march 7th as well and did another reprogramming session to avoid electrode 7. At the time of the appointment the patient reported being able to feel the therapy in the painful areas. The patient had not yet followed up with either rep with results of the session.

Manufacturer narrative:
H3: product ID 97715, serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. H3: product ID serial# was returned for product analysis. Analysis found the stim lead body conductor was broken within 10 cm of the connector area. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis not yet begun. Once it has been analyzed an additional report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.